Event description:
The physician inserted the trellis and inflated the most distal balloon. A couple of minutes later we noticed that the balloon was deflated so we removed the device and noticed that it had a hole for slow leak. No tpa had been infused.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.(B)(4)